Manufacturer narrative:
Received four of 138114a in original packaging. Lot number was verified. Performed a visual inspection of the devices, there were three with obvious signs of a breach. Performed a functional inspection on the remaining device, and the device was dye leak tested per tm-10-217 rev. F which indicated that the package had insufficient heat seals. The last package had an insufficient heat seal. A root cause cannot be determined; however, based upon photos, a possible cause of this event could be the device encroached on the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review (B)(4).

Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.